Event description:
Complainant alleges "the cauterizer remained active, and further investigation revealed a leaking battery."

Manufacturer narrative:
The device was not available for evaluation. The complaint was able to be confirmed based on information received from the end user. The root cause is determined to be a leaking battery that allowed the button to fall in and leave the device active. The root cause of why the battery leaked is unable to be determined with accuracy at this time. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.